Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned / not received.

Event description:
Revision hip of accolade stem and 40mm +4mm v40 lfit head implanted in (B)(6) 2006.

Event description:
Revision hip of accolade stem and 40mm +4mm v40 lfit head implanted in november 2006. Med review and mar confirms disassociation of the head from the stem due to loss of taper lock.

Manufacturer narrative:
An event regarding revision involving an accolade stem was reported. Medical review and material analysis of the returned device confirmed disassociation of the metal head from the accolade stem. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report. The following was noted: the anterior, posterior, superior and inferior surfaces of the stem are shown. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. Biological fixation and explantation damage were also observed on the stem. Material analysis was carried out on the returned device. The report concluded the following: damage was observed on the stem trunnion and head taper. This damage is consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. Scratching was observed on the insert, which is a common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. -medical records received and evaluation: medical review of the provided medical information noted the following: on july 10, 2018 patient underwent revision of a tha that was implanted november 8, 2006. Pre-revision x-rays demonstrate dissociation of the large femoral head from the trunnion of the femoral stem. There is remodelling of the superior aspect of the trunnion. A photograph of the explanted femoral stem shows evidence of deformity of the trunnion with loss of material superiorly and inferior aspect of the neck. A post revision x-ray demonstrates an apparently well fixed restoration modular type revision stem with proximal cerclage wire. Implant appear to be in satisfactory condition. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded the following: review of these records confirms tha failure occurred due to loss of taper lock between the head taper and stem trunnion. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.